Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer¿s blood glucose level was 53 mg/dl. Customer treated with food or with glucose tablet for low blood glucose level. There was no any symptoms related to low blood glucose level. Customer reported suspend delivery before low setting was off. The insulin pump will not be returned for analysis.